Manufacturer narrative:
Pt had a history of anti-e that was showing reactivity three days prior, therefore pt was transfused with e negative units. Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the e antigen. Results were satisfactory.